Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site.

Event description:
It was reported that a deltec® gripper plus® safety needle safety arm could not be lifted during end of medication administration. The user attempted to raise the safety arm while holding the base. It was noted that the product was working well during a pre-use check. The user removed the needle with the base held. No patient injury was reported.

Manufacturer narrative:
One used deltec gripper plus safety needle was returned for investigation. A visual inspection was performed and solvent was noted in the safety arm and the arm was adhered to the base on the top side. Functional testing was performed and the safety mechanism could not be activated. It was not possible to separate the arm from the base. A manufacturing review for a similar device was performed and no discrepancies were noted. The complaint was confirmed. The most probable root cause was determined to be that the base of the needle came into contact with the solvent used in the manufacturing process.